Manufacturer narrative:
Section d4: catalog number corrected section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of the motor stopping and an m3 alarm was confirmed via log file analysis. A log file was extracted from the returned centrimag console and relevant data from (B)(6) 2024 was reviewed. On (B)(6) 2024 at 17:01:13, a m2 motor disconnect alarm activated due to sf_lmc_main_mode_disable and sf_lmc_motor_disconnected subfaults. The speed and flow dropped to 0 rpm and 0 lpm, respectively. From 17:01:49 ¿ 17:02:21, a command was received to ramp up the pump speed from 0 rpm to 3550rpm. The pump ramped up as intended and the m2 alarm briefly cleared; however, the alarm reactivated at 17:02:21 and the speed and flow fell to 0. At 17:03:50, a m3 pump not inserted alarm activated due to a sf_lmc_pump_not_detected subfault. The system was shutdown at 17:04:36. The centrimag motor (serial number (B)(6) was inspected at the european distribution center (edc). The motor underwent functional testing with the returned associated console. The system functioned as intended and was able to operate a pump as intended. The reported event was unable to be reproduced throughout testing. Information provided by the account stated that the alarm resolved after changing to a backup system. The root cause for the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 11.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including m2 and other motor-related alarms, as well as appropriate operator response to these events. Centrimag motor IFU (rev. F) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: there was no patient involved. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during the preparation of the pump, the centrimag motor stopped working. An m3 alarm appeared. The cause of the alarm was not identified. The equipment was changed to the backup system which resolved the alarm.